Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal pump parameters briefly displayed on the system monitor was confirmed based on the photo provided by the customer. The system monitor serial number (B)(6) was not returned for evaluation. The system monitor remained in use. No further events have occurred. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The system monitor was received into inventory on (B)(6) 2011. The system monitor shipped on (B)(6) 2011. The system monitor was manufactured on (B)(6) 2011. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook rev b cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use rev d, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported while the patient was tethered to the power module and system monitor, the staff noticed that for a brief moment the speed/parameters were abnormal. The staff was instructed to consider rebooting the system monitor when the patient was not connected if the issue were to reoccur. No further events occurred.